Event description:
Piece of the venus catheter (PICC) at the left subclavian and left axillary vein is not able to be retrieved. Pt to receive subcutaneous heparin 5000 u. Bid. Proximate end snapped off and embolized.